Manufacturer narrative:
Note: date of event is unknown. The first day of the month information was received is used as date of event.

Event description:
It was reported that the patient underwent a surgical procedure involving his tactra device device due to unknown reasons. All components were explanted and replaced with an inflatable penile prosthesis (ipp) device. A patient outcome was not reported.

Manufacturer narrative:
Date of event is unknown. The first day of the month information was received is used as date of event.

Event description:
It was reported that the patient underwent a surgical procedure involving his tactra device due to unknown reasons. All components were explanted and replaced with an inflatable penile prosthesis (ipp) device. A patient outcome was not reported.